Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending(lad) artery. A 4.50mm x 28mm liberté¿ stent was selected to treat the target lesion. It was noted that the protector sheet attached to the stent's shaft. While trying to separate them, the stent's struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device lot number corrected from 15703635 to 14843290. Device expiration date corrected from 11/25/2015 to 11/19/2014. Device manufactured date from 11/27/2012 to 11/22/2011. Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) with stent. There was blood in the tip of the device. The balloon was tightly folded with the stent secured on the balloon. The stent protector was not returned for analysis. The distal tip was stretched and kinked. Microscopic examination presented no damage or irregularities to the stent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending(lad) artery. A 4.50mm x 28mm liberté¿ stent was selected to treat the target lesion. It was noted that the protector sheet attached to the stent's shaft. While trying to separate them, the stent's struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.